Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the device and capsular contracture baker grade iii.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the device and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Later, patient reported pain and hardness.